Event description:
It was reported that upon device interrogation multiple episodes of non-sustained vt and svt were recorded yet only one episode was recorded on the egm. Review of session records found that egms were not being recorded despite egm capacity. The physician decided to not take action at this time. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.